Manufacturer narrative:
Although requested, the device was not returned for evaluation. A device history record review could not be completed as a lot number was not provided. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A user facility in france reported that the interaction between the handpiece and the sleeve resulted in the incision being burnt, sutures were required. The patient recovered well, with no effect on visual acuity.

Manufacturer narrative:
Product and product lot number were requested but not received. Review of manufacturing and sterilization records, trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.